Manufacturer narrative:
Manufacturing records for sterile lot 40605216 were reviewed and results indicate that product met quality requirements for product acceptance. After removing a stabilizer steerable guidewire from its protective hoop, the distal tip appeared "a little extended". Appropriately, the product was not used. It was reported that the wire was removed by pulling the proximal end, as recommended. The wire was not returned for evaluation. With the limited info available, it is not known what factors may have contributed to the wire damage.

Event description:
When the package of the stabilizer marker wire was opened, after the product was removed from the packaging, it was noticed that the guide wire was a little extended at 1 to approx 2cm from the tip. It was confirmed that the wire was not removed from the packaging by pulling the tip. Therefore, a different stabilizer (same size) was used instead and the procedure was finished. The product was not clinically used.